Manufacturer narrative:
The unit has been quarantined. Service information has been requested.

Manufacturer narrative:
Patient identifier: changed from unk to patient (B)(6). Age changed from unk to (B)(6). Sex: changed from unk to male. Conclusion: no conclusion can be drawn changed to user error contributed to event. Additional information received from facility: a patient underwent a cystoscopy at the endoscopy center on two (2) occasions on (B)(6) 2010 and (B)(6) 2011. A bladder tumor was identified during the scope procedure on (B)(6) 2011. On resection of the bladder tumor on (B)(6) 2011, he was found to have an enlarged prostate with possible granulomatous inflammation over the right lobe. Histology of prostate chips showed caseating granulomatous inflammation. Subsequent urine cultures grew m abscessus repeatedly, as well as a repeat prostate biopsy. The patient is currently under close follow up by both the urology and infectious disease departments and under stable condition. The disinfectant used at the time of the patient infection is steranions. It was stated that the facility changed the disinfectant from steranions to cidex opa as they suspected that the disinfectant might be contaminated. The cidex opa did not resolve the issue. The facility ran the aer washers using cidex opa and collected samples of the used disinfectant (cidex opa) after the cycle. These samples tested positive for mycobacterium growth also (no different from steranions disinfectant). The facility no longer uses cidex opa. They are now using peracetic acid as a disinfectant (recommended for the olympus machine). The facility is currently using the olympus machine (aer replacement) which tested negative for mycobacterium growth. Asp investigation summary: the investigation included a review of the trending by product line and system serial. Trending analysis for complaints with the problem code 'sterility claim(s)' did not reveal a significant trend. Trending analysis for complaints with the problem code "hr-mucous membrane contact" revealed one complaint reported in the last 24 months ((B)(6) 2010 - (B)(6) 2012). All of the other months had 0 complaints opened, which suggests that this type of complaint does not occur on a regular basis. The issue was determined to be due to use error. A letter was sent to the affiliate as well as the asp aer user's guide and the asp water filtration system user's guide. No significant trend with the issue was found. Additionally, the risk was assessed and was determined to be low. The customer was using steranions disinfectant. The reused disinfectant was found to be contaminated and tested positive for mycobacterium abscessus. No lot numbers were provided for the used steranions disinfectant or the used gi enzymatic detergent solution, as it was reported that the facility did not keep specific records of which lot numbers were used for hld processing. Unused samples of disinfectant (steranions, lots m07602s and m11106s) were negative. It was reported that the instructions for use for the steranions were followed. However, it was also reported that the mec was checked every morning, but not each time before processing. The infection control team collected samples from four bronchoscopes; two of these scopes tested positive for mycobacterium abscessus. Samples were taken from the customer's asp automatic endoscope reprocessor (aer) unit, sn (B)(4), which processed the bronchoscopes. The samples collected from the aer unit's water inlet, water flow level, metal water trap and multiple lumen connectors tested positive for mycobacterium abscessus. Upon these findings, the aer unit was cleaned and the filter was changed. The unit was tested again, but it remained positive and so was quarantined. The unit was replaced with a second asp aer unit, sn (B)(4). The filter was replaced and preventative maintenance was performed prior to the unit's use. The replacement unit was not tested for contamination prior to installation. Samples were taken from the replacement unit two months after installation and use. It was found that the samples tested positive for mycobacterium abscessus. The unit was decommissioned and replaced with an olympus model that uses peracetic acid and the issue reported has not recurred. The facility was concerned that the two aer units were colonized with that strain of mycobacterium that could not be killed by high-level disinfection (hld). The customer was using a glutaraldehyde-based disinfectant, steranions 2%. The customer switched to cidex opa, but the issue persisted. All used disinfectant solutions tested positive for mycobacterium abscessus and unused solutions tested negative. It was reported that the minimum effective concentration (mec) was checked each morning, but not each time before processing. An asp chemist was consulted and they confirmed that cidex opa solution is effective against mycobacteria, including glutaraldehyde resistant strains of m. Abscessus. The fse indicated that the customer had never performed an endoscope reprocessing cycle since installation of the unit in 2009. However, the customer reported that they run this cycle daily from 7:00-9:30 am. This cycle is ten hours long. When attempts were made to clarify this information, the customer would not disclose their process records. Water samples were tested and resulted in positive growth of environmental mycobacterium, but not mycobacterium abscessus. Per the fse, the 1.0 and 0.2 micron filters were replaced every six months. The fse stated that the filter was changed in (B)(6) 2011, but the test results were not disclosed. A culture from a sample taken in november 2011, was positive for growth. After filter changes on (B)(6) 2011, the culture test performed on a scope was negative.

Manufacturer narrative:
Asp investigation summary: the investigation included a review of the device history record, service and complaint history, trending by product line and system serial number and the system hazard use and misuse analysis. The DHR was not reviewed since there was not a serial number provided. The service history review could not be performed. Trending analysis for complaints for the problem code 'sterility claim(s)' did not reveal a significant trend over the past 24 month period. The shuma (system hazard use and misuse analysis) for cidex opa solution was reviewed and the highest residual risk for 'biological hazards: exposure to pathogens and infectious agents' was determined to be as low as reasonably practicable. The shuma (system hazard use and misuse analysis) for cidex opa/disopa was reviewed and the initial risk numbers for risk of infection hazards were all category ii or as low as reasonably practicable. A cause could not be determined due to insufficient information despite multiple attempts to gather additional information. The trending reveals that the failure is not significant and the risk associated with the failure is low.

Manufacturer narrative:
The initial report was submitted as a malfunction. Asp received additional information to classify this complaint as both serious injury and malfunction. Additional information was received to classify this report as a serious injury in addition to malfunction. Describe event or problem: correction. The initial report stated there has been no report of any patient infection due to this particular strain of mycobacterium abscessus. Asp received new information that "at present, there has been one confirmed case of harm." A patient who underwent a cystoscopy subsequently developed mycobacterium abscessus prostatitis two weeks later. Asp has asked for additional information relating to the patient identifier, patient treatment and status. Asp will submit a supplemental medwatch report if this requested information is received.

Manufacturer narrative:
The DHR for the aer, serial # (B)(4), was reviewed. The machine met manufacturing specifications when released and there were no issues related to this failure mode noted. The unit was manufactured on april 2006. The DHR for the aer, serial # (B)(4), was reviewed. The machine met manufacturing specifications when released and there were no issues related to this failure mode noted. The unit was manufactured on september 1999. Correction: the dhrs were reviewed, the units met manufacturing specification when released. The service history review observed no significant trend. A cause could not be determined due to insufficient information despite multiple attempts to gather additional information. The trending reveals that the failure is not significant and the risk associated with the failure is low. The aer systems were quarantined. The infection control department at the facility has not identified the actual source of the contamination. The water filters for the aer were changed. The affiliate indicated that the customer had never performed a reprocessor cycle since installation in 2009. Multiple follow-ups were made with the affiliate to gather additional information, however, no additional information with regard to the issue was provided. The affiliate did mention that the customer wanted to return a second aer (serial number (B)(4)); however, no information was provided as to the issue with that system.

Manufacturer narrative:
Additional information received: the serial numbers of the aer w/printer,115v,60h (catalog # 20301) are (B)(4).

Event description:
An international customer reported repeated positive mycobacterium growth on swabs taken from the automatic endoscopic preprocessors' (aer) water outlet and basin and on a cleaned bronchoscope . The swabs were taken after disinfection. The customer stated there was mycobacterium found on scopes even after thorough scrubbing and cleaning. The facility is concerned that the two aer units are colonized with this strain of mycobacterium abscessus that could not be killed by hld. The aer systems have been quarantined due to the potential spread of infection from patient to patient. There has been no report of any patient infection due to this particular strain of mycobacterium abscessus. The infection control department at the facility has not identified the actual source of the contamination. It is reported that they were was using a disinfectant (steranions) that was also contaminated. They have changed to cidex opa and are pending results to see if the disinfectant is also contaminated. The water filters for the aer units have been changed. There is no additional information at this time. Upon receipt of additional information, a supplemental medwatch report will be submitted.